Event description:
It was reported to boston scientific corporation in 2005, that an enteryx procedure kit was implanted in a female patient in 2005, (patient weight is unknown). Four (4) injections were performed, delivering a total of 9.8cc of enteryx solution. It was reported that all of these injections were intramuscular and none were submucosal. According to the complainant, the patient experienced severe retrosternal pain in 2005. The event was reported as resolved in the same month.

Manufacturer narrative:
The device remains implanted in the patient, therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Device remains implanted in patient